Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable and the patient (B)(6) was without stimulation therapy. Premature battery depletion is suspected. Diagnostic testing revealed low impedance readings on multiple lead contacts. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced. Effective therapy was achieved postoperative.